Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Getinge service was not requested in connection with this event, however, the company representative spoke to the biomedical engineer (biomed) via phone and the biomed stated that he was unaware of the issue, but he was going to get back to the company representative with an update and the serial# of the iabp. Days later after multiple follow up attempts for additional information, the company representative talked with the biomed again who advised that the rn at the hospital never properly tagged the pump for their attention, and therefore, the biomed was not able to isolate the serial number for the specific iabp. The biomed stated that they have not had any reported pump issues and consider it to have been a clinical issue and not a pump issue. In addition, on (B)(6) 2018, getinge service visited the event site and provided routine preventative maintenance on all iabps.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a "low gas" alarm. The nurse pressed the fill key then start to resume support without issue. The company rep called back for update and the nurse reported it happened again so she swapped out pumps, and the iabp was sent to the biomedical department. There was no patient harm and no adverse event was reported.